Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit generated 23068 degrees of freedom (dof) 7 with 32098 axes controller motor (acm) error during normal mode. Error 26016 was also generated on dof 7 axis. Dof 7 on instrument sterile adapter (isa) and rotor found with significant debris. Swapped a new isa printed circuit assembly (pca) with new dof 7 rotor and the error did not return. As a fix to the reported problem, isa pca, dof 7 rotor will be replaced. Dofs 5,6, 8 and 9 carriage rotors had surface contamination, all other four carriage rotors will be replaced as a fix. Surface contamination on dofs 5-9 gearboxes were present.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated recoverable fault 23087 occurred on universal surgical manipulator (usm) 4. The user tried to recover the fault, but the issue persisted. The user disabled usm 4 to continue with the procedure. The procedure was completed with no reported injury.